Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support walked the customer through a pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.